Event description:
During an implant revision procedure due to lead dislodgement, this lead broke and its proximal part (pin) remains blocked inside the connector port of the ICD device involved in this MDR report. Therefore both the ICD device and the lead were replaced.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to ela medical (dated 11/06/2009), ela is filing this MDR at this time. (B) (4). Conclusion: upon reception, x-ray and visual inspection of the device confirmed the tip (pin) of the lv lead remain screwed in the corresponding connector port. No anomaly was observed on the connector components of the header. The electrical and mechanical characteristics of the device are within specifications. The tip of the lv lead was removed and sent for analysis with the lv lead (B) (4). The returned device is stored in the returned product area.